Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the physician, during the implantation of the nephrostomy set, noticed that the last dilator with the tear-away sheath was not visible on the x-ray.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On september 2025, we received 50 sealed kit of rjb2083002 lot number 10485856 and some of these samples were tested: simulated use testing was executed on galt dilator versus teleflex dilator which was present in our previous kits. The galt dilators were significantly less radiopaque on x ray than the teleflex dilator however the galt dilators have some radiopacity as they were visible during testing. The material composition of the dilator was assess and demonstrated the presence of composant which are linked to radiopacity. A clinical testing was performed by a key leader of opinion who demonstrated that the galt dilators are able to be used without impact to safety or performance in standard-level operating conditions. Considering all information provided and based on the investigations performed, the devices are radiopaque. The radiopacity of these devices is considered sufficient to ensure safe dilation and sheath placement during routine procedures. It seems that the issue reported in the complaints was due to the adjustement of the amplifier. Checking the quality database revealed one non-conformity opened about this issue. The actions are ongoing. A health hazard evaluation (hhe) was performed regarding this complaint. See below the conclusion of the clinical assessment and rmf: clinical assessment: r&d testing confirms low radiopacity of the galt dilators compared to previous version, but the product remains visible under x-ray enabling real-time correction if the dilator deviates from the intended path. Only 2 complaints from poland were retrieved with several hundred products sold meaning that the radiopacity, even lower than previously with teleflex device, is sufficient in practice for most users. The device is intended for use only by trained and experienced professionals who are capable of adapting their technique in cases of reduced visibility (e.g. Avoid forceful advancement to reduce the risk of tissue damage or organ injury). The IFU acknowledges the risk of damage to the kidney, urinary tract, or neighboring organs, especially if the catheter is not positioned under ultrasound or fluoroscopic control. Clinical expert opinion was provided by a frequent user of the device, stating the device behaves as expected in standard surgical conditions ¿ meaning under usual standard practice of x-ray, including suitable adjustment of the amplifier according to patient¿s morphology. An rmf evaluation was performed based on criq266, risk identified 11335 & 11336 (hazardous situation: dilator's progress canne be checked by fluoroscopy). Considering the the severity 2 is the highest probable risk and the ppm calcultation indicator shows that the risk level is currently considered acceptable per the current risk acceptability criteria. The hhe concluded that no escaladation was necessary and this issue will be followed through the nc and the complaints process. A similar cases study was performed on percutaneous dilator on the same defect: no or low radiopacity, from september 2021 to september 2025: no similar case was found. However, a similar case occured in october 2025.

Event description:
According to the available information the physician, during the implantation of the nephrostomy set, noticed that the last dilator with the tear-away sheath was not visible on the x-ray.